Event description:
The customer also reported that their multi-gas unit was displaying an intermittent flat line for co2 waves during a procedure.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, bme (B)(6) at (B)(6) center reported the multigas unit (gf-210ra sn: (B)(6) was reported to produce flat co2 readings four (4) times during a procedure. The bme tested the unit for a couple hours, breathing into the tube every half hour, and was unable to reproduce the reported flat line. Investigation summary: the root cause is not known as evaluation of the unit did not confirm the customer reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products. Additional information: b4. Date of this report. D10 device availability. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H3 device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer also reported that their multi-gas unit was displaying an intermittent flat line for co2 waves during a procedure. The biomedical engineer (bme) tested the unit in his shop for a couple of hours, breathing into the tube every half hour in hopes of re-producing this issue, but the unit worked exactly as expected. No harm or injury was reported during the initial matter. The customer will be sending this multi-gas unit in for an evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer also reported that their multi-gas unit was displaying an intermittent flat line for co2 waves during a procedure.